Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver log was reviewed, finding firmware errors. A global receiver functional test was performed on the receiver and "call tech support" error was observed on the screen. The functional testing could not be performed because of the call tech support error. The complaint of receiver initialization without a manual restart was confirmed. The root cause could not be determined.